Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's pacemaker was found to have exhibited premature battery depletion. Upon presenting in-clinic, interrogation of the patient's pacemaker also revealed under-sensing and radio frequency (rf) lockout. Corrective programming changes were made on (B)(6) 2021, and the pacemaker was later explanted and replaced on (B)(6) 2021. The patient was discharged and no patient consequences were reported.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced